Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead noise was oversensed, which led to inappropriate mode switches. The lead was reprogrammed. It was noted that the atrial lead noise has been known for some time by the clinic and the patient was previously brought in for isometrics which were negative for reproduction as well as all lead measurements have been stable. There were no patient consequences.